Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they were experiencing pneumo loss while using 5mm device. No other details provided. There was no patient impact reported. The trocar was discarded. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.